Event description:
The manufacturer received information alleging "the screen flickered when screensaver and usual screen are displayed" of a trilogy evo device. There was no harm or injury reported. The device was not in patient use. The trilogy evo was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The log was checked, and no occurrence record of an error indicating a failure was found. The technician reported that the screen was determined to be faulty, and the display was replaced. The root cause is confirmed at this time. Additionally, the technician performed final test, battery check, valve check, run in tests and cleaning then confirmed the unit operated properly and confirmed the software version is 1.06.10.00.